Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the surgeon was not able to amputate the graft using the quadpro device ar-2386-09 (lot: 23f22). The tip of the stripper was blocking in the transparent tube and was not amputating the quad tendon. The surgeon had to force the device and cut the smaller length then needed. He had to change the surgical technique and harvested the hamstring tendons instead. Two tendons was harvested on the patient. The surgery was finished successfully with a different device (ar-10300f). It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2386-09 serial/batch 23f22 was received for evaluation. Functional testing revealed that the cutter rod and cutter cap were broken. When moving the cap, the cutter rod remain stationary, which made removal difficult. The stripper blade was tested using a mock tissue, and it was observed that it cut the tissue without any issues. A visual evaluation found tissue wrapped around the cutter rod, and the cap was separated from the cutter rod. The reported failure is most likely due to a user error, improper surgical technique.